Event description:
A customer reported experiencing a malfunction on their insulin pump, indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to send a replacement pump and instructed the customer to put the faulty pump into storage mode and return it within ten days using a pre-paid label. The customer acknowledged these instructions and confirmed the shipping address, while deciding to continue using the current pump as backup therapy until the replacement arrives.